Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain and degenerative disc disease. It was reported that the patient would be getting a magnetic resonance imaging (MRI) scan. It was reported that the procedure was due to a problem with the device/therapy. The hcp reported that the patient told them their pump is "non-working." The hcp had no other details about what this meant. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the pump was returned. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the pump not working was first noticed sometime before (B)(6) 2017. It was reported that multiple stop pump events were present in the log for reasons that are unclear. The patient was reported to have experienced a lack of pain relief. However, the hcp was not confident that the medication was "helping her anyways". The pump reported as removed. No further complications have been reported as a result of this event.